Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. Both photo shows that the clinician was holding the catheter and ballooning was noted on the provided photos. Therefore, the investigation is confirmed for the reported material protrusion or extrusion and stretched issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using hickman cv catheter, triple-lumen, 12.5f. On (B)(6) 2025, during a central venous catheter placement procedure the device was allegedly found bulged during infusion. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a chronic catheter placement using hickman cv catheter, triple-lumen, 12.5f. On (B)(6) 2025, during a central venous catheter placement procedure the device was allegedly found bulged during infusion. There was no reported patient injury.